Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose over 600 mg/dl. The customer reported that they treated the high blood glucose with manual injection and the blood glucose dropped down to 32 m/dl. The customer's blood glucose was 353 mg/dl at the time of call. The customer stated that the ambulance was called and took them for hospitalization due to low blood glucose. The customer's blood glucose was 34 mg/dl at the time of hospitalization. The customer stated that they were off the insulin pump at the time of hospitalization for less than 48 hours. The customer stated that the reservoir was showing more amount of insulin than shown at the status screen. The customer declined to troubleshoot for high blood glucose. The customer was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump passed the functional tests, including the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm tests. No delivery anomaly was noted during testing. The pump functioned properly. The pump passed the delivery accuracy test. The pump was received with minor scratches on the lcd window.